Manufacturer narrative:
(B)(4).

Event description:
It was reported that the readings froze. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
Product was provided for evaluation. An external visual inspection was performed and passed. A receiver charge and boot test was performed and passed. A receiver functional test was performed and passed. The receiver logs were downloaded, but no data was present within the investigation window. Confirmation of the allegation and a probable cause could not be determined.

Manufacturer narrative:
(B)(4).